Manufacturer narrative:
(B)(4).

Event description:
The dentist reported the screw abutment stripped. The dentist did try to retrieve the screw but could not. The implant was removed and new implant was placed.

Manufacturer narrative:
Visual inspection revealed that there was damage in the implant and abutment. This kind of damage noticed is indicative of efforts to separate the abutment from the implant with a small tool but with unsuccessful results. Further investigation using a mating tool reflected the abutment screw was stripped. Visual inspection, in comparison to the drawings; were consistent with the design of the abutment and the implant. The device history record review for the abutment and for the implant was performed and did not identify any non-conformances. A definitive root cause has not been determined.